Event description:
Caller reported a malfunction on the pump, identified by a malfunction code. Customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no severe impact. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.